Event description:
The subject device prematurely detached without friction inside the prowler-14 microcatheter. Sixteen coils were deployed with the same microcatheter before incident occurred. No complication with the patient occurred as a result of this event.